Event description:
It was reported the rigid video scope had no image. The issue occurred during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable broken. Based on the results of the investigation, the video cable is broken and therefore the image is not displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had no image. The issue occurred during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.